Manufacturer narrative:
(B)(4).

Event description:
The operation was an omega loop. Leak testing was done inter-operatively and was found to be okay. However, patients condition got worse after 24 hours. Another gastroscopy was performed and an insufficiency was detected. Gastroscopy showed some mal- or non-properly formed staples! Leak was closed with sutures. The insufficiency was in the proximal region of the gastrojejunostomy. The patient was administrated to the ICU, but is meanwhile okay. Surgery was performed with idirve. Person injured, further op necessary, no blood loss, no extension of incision, no change of op, no loss or damage to tissue, no tacks fell in, no reinforcement material used.